Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in the operating room for a change out due to normal eri. Patient was asymptomatic. Diagnostic imaging showed externalized conductors on the right ventricular lead. There were no electrical detected. A test shock was delivered successfully. The rv lead remains implanted and measurements are normal and continue to be stable. The patient was discharged with no issues and in good condition.